Event description:
The bi-pap pump, mfg by res-med has a fundamental design deficiency, as follows: during the exhaling cycle, when the pump pressure is reduced, the polluted air can not escape through the tiny opening at the mask and consequently, the exhaled air can only go back into the hose connected to the pump and or the pump itself. Everytime pt re-inhales therefore, pt is getting more and more carbon monoxide polluted air into lungs, making pt increasingly tired. Pt is a graduate mechanical engineer and they maintain that the pump requires a check valve to correct the problem. The doctor, the manufacturer and the supply all claim that there is no problem because the pump is FDA approved.